Event description:
Problem with firing the initial eea stapler and failure of the anastomosis. Laparoscopic case converted to open sigmoid colectomy and then left hemicolectomy with low anterior anastomosis. Per the operative report: ..."the sigmoid colon was then passed off the field as specimen. The proximal bowel was sized and a 25-mm eea anvil was placed into the proximal bowel and secured with a 2-0 pursestring suture. The stapler was then placed transanally into the rectum and easily advanced up to the suture line. The spike was deployed through the suture line and the two ends of the stapler were connected. The stapler was closed and fired in the standard fashion. After firing the stapler, it was noted to be quite difficult to remove. Attempts were made to refire the stapler, but the stapler was unable to be brought out of the anastomosis. Eventually with manipulation, there was noted to be a defect in the staple line and the stapler was removed. On removing the stapler, there was noted to be avulsion of a large portion of the mucosa of the descending colon approximately 6-8 inches and the anastomosis was completely disrupted." Case converted to open procedure and additional procedure performed.